Manufacturer narrative:
Follow-up #1: date of submission 10/5/16 device evaluation: the device has been returned and evaluated by product analysis on 09/12/2016 with the following findings: returned battery cap attaches securely to the pump. Unable to duplicate complaint of no power with the returned battery cap. The pump was run on a 24-hr basal program using the test cap with no loss of power occurrences. Evidence of moisture behind display lens; leak test failed due to case crack leak. Crack between case seal & keypad cover; crack between case seal & display lens corner. Opened pump; no damage observed to power circuit. No vibration at power up; audible is operational. Evidence of moisture throughout pump internally.. Recurring por¿s observed in bb/pump history. Unable to perform steps 6/7/10/11/13/21/22 due to blank screen. Evidence of moisture on display flex. The serial number for this pump is (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.